Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. The following information was obtained: what were the things poking through the skin? - plastic pieces of thin wire. Maybe suture, but doesn¿t know what that looks like. Were the things poking through the skin located at the incision site? -no. All over the area of the hernia itself, but not at incision. What did the things look like and feel, how big were the things you refer to? - see above, size: eighth to a quarter of an inch. Rubbed against clothing. Did you follow-up with your doctor regarding this? If yes what did the doctor say? Did the doctor tell you what the things were? - no, no insurance. You reported later you began to experience increased abdominal and groin pain when did the increased abdominal and groin pain start?- approximately a couple of months after it healed up. Doctor told him that there was a chance of lifelong discomfort, but he decided that it was better than dying. You indicated increased pain. Did you have abdominal and groin pain prior to the procedure?- no, just hernia pain. Went in for annual checkup and his doctor found hernias. Described as approximately 3-inch bumps on either side. Did you follow-up with your doctor regarding this pain? If yes what did the doctor say? Did the doctor prescribe treatment including surgical or medication? - no. Where was the pain specifically? Is the pain intermittent or continuous? Does the pain only occur with activity including eating? - now down in groin, left testicle sore all the time. Especially left side, left abdomen sensitive when pushed on it. Continuous discomfort, very painful when eating or during bowel movement. Takes precaution to not crack teeth during bowel movement. How are you doing today regarding the pain has it subsided? - still current. You reported that the right side incision is open? Are you referring to the surgical site? - yes, 7-8 mm. Described the opening as bloody. Was the surgical area fully healed, skin intact prior to this occurring? - the spot has always been really red. Scars around it faded, just that spot remains. Surgical tape on there for about 10 days post-op, started coming off during a shower. When did the right side incision open? If yes what were you doing when this occurred? - not sure, maybe 6 months. Not caused by any particular activity. Since there is an opening in your skin did you follow-up with your doctor? If yes what did the doctor say? Did the doctor prescribe treatment including surgical or medication? - no. Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? - no. Was a new surgery performed to correct your condition? If yes, date and name of the procedure? - no. Can you provide us with a brief medical/surgical history? Was there any complication from the initial surgery? - tonsils as a teenager. No immediate complications. Everything appeared to be healing well at first. If in your possession, may we have a copy of your operative report? - yes. The report will be mailed in. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. - yes. Form will be returned with the operative report. You reported that plastic pieces of thin wire were protruding through the skin, are you indicating it was the mesh? - customer reported he is not sure if it was the mesh or suture, this occurred after surgery, he tried to pulled the ¿wire¿ out of the skin and wire did not come out so he ¿snipped the wire material¿. . You originally reported that the right-side incision is open, you added that the opening was 7-8 mm. Please clarify? Is the area or surgical repair still open? - customer reported that on the right side the original surgical site still has a small opening it never healed all the way. Customer added that the left hernia that reoccurred approximately 45 days after the original procedure is the one that is contributing to his continuous discomfort, it is painful when he eats or moves his bowels. (B)(4) asked the customer again if he went back to a doctor or surgeon? - customer stated no he has not gone back to the doctor since he does not have insurance.

Event description:
It was reported by the patient that the patient underwent a bilateral inguinal hernia procedure on (B)(6) 2015 and the mesh was implanted. A few weeks after the procedure, the patient found plastic pieces of thin wire poking all over the hernia itself, not at incision, through his skin and causing discomfort. The patient clipped them himself and it relieved the symptoms. Approximately a couple of months after it healed up, the patient began to experience increased abdominal and groin pain. Approximately since a year after the procedure the patient has experienced a difficulty with bowel movements and large meals lead to additional abdominal pain. Currently, the patient has also experienced pain bending over and while lifting, which he described as worse than before he had his original procedure. Recently, the pain is down in groin and a left testicle sore all the time. It was also reported that pain occurs especially on the left side and the left side of abdomen sensitive when pushed on it. The patient is experiencing continuous discomfort, very painful when eating or during bowel movement, and must take a precaution to not crack teeth during bowel movement. The patient also reported that the right-side incision is open, it never healed all the way. The opening is 7-8 mm and has been described as bloody. The patient reported that this spot of surgical area has always been red, but scars around it faded. The left hernia that reoccurred approximately forty-five days after the original procedure is the one that is contributing to the patient's continuous discomfort. Additional information has been requested.